Event description:
The customer reported that after a power outage, there is intermittent telemetry signal dropouts or loss of telemetry monitoring hospital wide. The device was in use on a patient. There was no report of patient or user harm. The device did not cause the issue. Cause is related to the customer's network and the reported power outage.

Event description:
The customer reported that after a power outage, there is intermittent telemetry signal dropouts or loss of telemetry monitoring hospital wide. The device was in use on a patient. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.